Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned however; the reported issue of the cuff not deflating is a known issue and investigation efforts for confirmed faults have been documented in a corrective and preventative action. If the sample is received and any new or significant information is identified from the sample analysis, a summary will be provided in a supplemental report. Information has been added to the database and complaint trends will continue to be monitored.

Event description:
Customer reported prior to use, the balloon inflated but couldn't be deflated. It was reported that when the balloon was pressed from outside, air came out and deflated. No patient involvement. Additional information provided: who was the end user? Doctor. What was the environmental setting of use? Hospital. Was cuff pre-tested prior to use? Yes. How was it tested? Unknown is the sample associated to this report available for evaluation? Yes.

Manufacturer narrative:
(B)(4). One sample was received for analysis and the reported issue could not be confirmed. A visual inspection was performed and it was observed all the components were assembled according to manufacturing process. The inflation/deflation test was performed, air was applied to the cuff and it was observed the cuff held the air and no deformations or anomalies were observed, the reported issue of the cuff not deflating is a known issue and investigation efforts for confirmed faults have been documented in a corrective and preventative action additional: device available for evaluation?, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes, additional MFR narrative. Information has been added to the database and complaint trends will continue to be monitored.